Manufacturer narrative:
(B)(4). The site has indicated that the incident unit will not be returned for evaluation. Additional questions regarding this incident have been extended to the customer site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefxc generator and a conmed pencil with a blade electrode were used for a tonsil operation. The setting was on 10-15 watts in the coag mode. It was noted that the surgeon often touched the tissue with the handpiece during application. Reportedly, after the surgery, the patient experienced bleeding and was returned to the operating room for a second surgery to address the bleeding. The final patient outcome has not been provided.